Event description:
Procedure type: ileal conduit construction. According to the reporter: there were no staples in the cartridge of the instrument. This was determined after applying the device. A new instrument was used successfully. No delay to surgery occurred, no bleeding or leaks were reported. No staple reinforcement material was used. Patient current condition is well.